Manufacturer narrative:
Evaluation summary: the defect parts replaced.

Event description:
Central blur to the image after a few seconds in the patient that makes navigation and intervention hazardous. Description of the incident: significant decrease in the quality of endoscopy images that do not allow safe gestures to be ensured. Cloudy image issue and angulation problem. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.